Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation inside the blower kit. There was also presence of dust confirmed on the device and the control dial does not work. Additionally, the service technician also noted error codes e040 (err_nvram), eo125 and eo127 present in the device logs. The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.